Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain and tenderness. Update 9/8/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and infection. All implants were removed and spacers were placed. The stem and cup were very difficult to remove due to being well ingrown. While removing the stem, a fracture of the femur occurred. The patient ended up loosing 2.5l of blood and being taken to the ICU with a guarded condition. Infection is now alleged and all implants are being reported. The complaint was updated on:10/5/2015.

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged, pfs alleges sepsis on 2011. After review of the medical records for the MDR reportability, patient underwent re-implantation on (B)(6) 2013. MRI showed a large discrete fluid collection which may relate to intramuscular hematoma. This complaint was updated on jul 20, 2017.